Manufacturer narrative:
Correction: device evaluation: in review of the complaint folder, the visual inspection was not included in the medwatch report. This supplement has the visual inspection. The phacoemulsification machine was examined and tested at the customer location by an j&j field service specialist (fss). The fss found no issues with the operation of the equipment. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: section h6: as part of an internal review of our mdrs it was identified that the code(s) 4624 provided on the initial report needs to be corrected. The correct impact code is 4625 (sutures). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section g4: correction: in initial report, date received by manufacturer was inadvertently reported as 2/3/2021. It should have indicated 2/8/2021. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for the whitestar signature pro showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. Based on the investigation results there is no indication of a product quality deficiency. Johnson & johnson surgical vision will continue to monitor this type of complaints. All pertinent information available to johnson & johnson surgical vision, inc has been submitted

Manufacturer narrative:
Age, weight, ethnicity: unknown, not provided. (B)(6). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
During a cataract extraction procedure, a corneal burn occurred in the patients operative eye when using the whitestar signature pro console. The eye was described as small with a shallow pupil. The viscoelastic from zeiss was applied. The treating surgeon noticed the phaco ultrasound power was on, however there was no irrigation or aspiration. Despite, attempting to change out the handpieces and tubing packs up to 3 times the issue was not resolved. A back up bausch and lomb phaco system was used to continue the procedure. The corneal burn required one suture to close the wound. The patient outcome is currently doing well.